Event description:
It was reported that during a routine device follow up about two weeks post-implant, this lead exhibited high pacing threshold measurements of greater than 3.3v. A lead revision was performed and this lead was explanted and replaced. No additional adverse patient effects were reported outside of the additional surgery to replace the lead. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during a routine device follow up about two weeks post-implant, this lead exhibited high pacing threshold measurements of greater than 3.3v. A lead revision was performed and this lead was explanted and replaced. No additional adverse patient effects were reported outside of the additional surgery to replace the lead. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. There were stretched conductor coils at approximately 270 mm from the terminal pin, as well as a twist in the lead body at approximately 175 mm from the terminal pin. Additionally, outer conductor coils were noted to be stretched at the lead tip. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break likely contributed to the high pacing threshold measurements observed at the two week follow up.